Event description:
The surgeon reports that during intraocular lens (iol) implant surgery, the lens ejected upside down. As the surgeon was repositioning the lens, the posterior capsule broke, and vitreous fluid filled the eye chamber. Upon further repositioning, a hemorrhage occurred. The surgeons states that the hemorrhage was actually due to some other condition in the eye, but states that it would not have occurred if the lens had ejected in the correct position. The patient now has a deformed iris and a current visual acuity of 20/40.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested and received.